Event description:
It was reported that during a lar procedure, the maximum button on device was working intermittently during the case. Then the maximum button would jam and cease working at all. The customer tested the hand piece and reassembled the same device, however, the problem continued. The customer opened up another device and the same problem occurred. The customer resorted to use "a different" to complete the case. There were no adverse consequence to the patient. Five devices will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the devices were returned in good physical condition. The devices were tested with a generator and were functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.